Event description:
Event occurred in france. A damaged, not properly folding, leading haptic during first surgery on (B)(6) 2022 as been reported. After the clinical assessment of the surgeon, the iol remained in the patient's eye. A secondary surgery intervention has been performed on (B)(6) 2022.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in france a damaged , not properly folding, leading haptic during first surgery on (B)(6) 2022 as been reported. After the clinical assessment of the surgeon, the iol remained in the patient's eye. A secondary surgery intervention has been performed on (B)(6) 2022.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to device not returned the product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: ny1-sp). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Syum-140-02) from our investigation, we couldn't confirm the reported event. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to yes. H3 - corrected to yes - device returned. H6 - corrected code to "partial device returned". Additional information: d9 - added date partial device was returned. G6 - type of report - noted as follow-up #2. H2 - type of follow-up - noted for corrected information and additional information h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. - from the additional investigation testing performed. H10 - narrative updated to include additional information resulting from testing of partial device returned. Portions of the product were returned to the manufacturer after the original investigation was completed. The additional investigation was conducted, with the methods and results as noted below. Injector and haptic piece were available for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) model: ny1-sp). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Syum-140-02) the dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. From our investigation, we couldn't confirm the reported event. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in france a damaged , not properly folding, leading haptic during first surgery on (B)(6) 2022 as been reported. After the clinical assessment of the surgeon, the iol remained in the patient's eye. A secondary surgery intervention has been performed on (B)(6) 2022.